Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the plastic channeling pin in the port was observed. Visual inspection was performed on the returned usb/charging cable and no issues were observed. Testing was performed on the returned usb/charging cable and passed all tests. Visual inspection was performed on the returned power adapter and no issues were observed. The power adapter voltage was measured at 4.94v, which was within specification of 4.75v-5.25v. The returned reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. The returned battery was measure at 3.77v which was within specification of 3.7v ¿ 4.2v. The reader was monitored under thermal camera during operation for hot spots and no hot spots were observed. The off current was measured and was found to be within specification. There was no evidence that the reader was too hot to hold. Therefore, the issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.